Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Visual analysis of the device photographs identified appearance of cloudiness in the gel and red color biological tissue. Device analysis was performed through photographs. Due to the impossibility to perform microscopic analysis, it is not possible to determine the most likely failure mode. The event of "capsular contracture, baker grade iii" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture.

Event description:
Healthcare provider reported left side capsular contracture, baker grade iii. Device has been explanted.